Event description:
Facility emergency medical technicians used the device to analyze the ECG of a pt determined to be in full arrest. Reportedly, while the defibrillator was charging, the display blanked and charging halted. This was said to have repeated with the next 2 or 3 attempts. The pt was not resuscitated. The reporter did not allege an association between the reported discrepancy and the pt outcome.